Manufacturer narrative:
Evaluation of the device confirmed it is a reverse thread screw. Due to the issue, smith-nephew endoscopy has initiated a (B)(4) voluntary recall of the product 72201772 lot 50397157 on february 6, 2012. CAPA (B)(4) was initiated to investigate the root cause and document the corrective action. (B)(4).

Event description:
While using the biosure sync device, after drilling a 7mm tunnel and following correct technique, dr. Tried inserting the 7x25mm biosure ha screw, and it would not screw into the tunnel. He was able to get it down about a third of the way when the screw cut the graft. He removed the screw and inserted an 8x25mm to finish the procedure. Patient was a (B)(6) male. The 7mm-8mm biosure sync and the 7-8mm sync dilator were also used. Dr. Has used biosure sync many times and has never had a problem. Additional information confirmed that one leg of the hamstring graft was lacerated when this took place but the surgeon elected to use the graft he was not very happy with the repair.